Event description:
It was reported that a patient, who had a left rtsa, and who was seen by a surgeon and was planned for a removal of implants due to infection and loosening, subsequently underwent a full revision to a competitor¿s devices, approximately 2 years 4 months post a prior revision. The patient had been revised on 2 prior occasions. First revision was due to trauma related dislocation. The second revision was due to infection. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were discarded. Device images were provided. No further information. This is 1 of 2 events for this patient.